Event description:
"Defective arrow balloon wedge pressure catheter. When the balloon was tested before us, it was not inflating. I have reached out to [redacted name] for teleflex, she said she will be submitting a complaint for us. She did ask if I still have the product to send back for investigation. I¿m waiting to hear back with how she wants me to proceed with the return."